Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via a n implantable pump for non-malignant pain indications for use. It was reported that the patient has a dose change yesterday and attempted to use her handset this morning but was getting alert 372 (memory error). The company representative (rep) was unclear if this patient had given herself a bolus since the pump was updated yesterday. The rep stated that before calling technical services, she cleared patient activated (pa) data from the handset with the patient but was still getting the alert. The rep conferenced the patient. The rep stated that prior to calling the patient back, the patient restarted the handset and was now getting alert 518. The patient reconnected to the handset and the alerts were gone and patient successfully was able toget a bolus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) and it was reported they did not have the software version of this personal therapy manager (ptm). The rep would try to get logs the next time they saw the patient in the clinic.